Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, high threshold was observed on the right ventricular channel. Lead perforation was confirmed. The tipping point of the helix probably perforated through the septum into the left ventricle. Left ventricular pacing was noted on the electrogram. The source of the perforation is unknown. The lead was capped and replaced. The patient status before, during, and after the procedure was stable.